Manufacturer narrative:
To date, the lead has not been returned. This report will be updated should further information become available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Blood infiltration was noted in the lead lumen but no other anomalies were noted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of loss of capture.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited non capture at a follow up. The physician chose to reposition the lead, however, the physician decided to use a different lead to access a smaller vein. This lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects.